Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 838570) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian pain (prior to essure insertion). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), adnexa uteri pain ("right-sided ovarian pain"), rash ("skin rash"), arthralgia ("arthralgia"), myalgia ("muscle pain"), pain in extremity ("right leg pain") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, adnexa uteri pain, rash, arthralgia, myalgia, pain in extremity and migraine outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, arthralgia, migraine, myalgia, pain in extremity, pelvic pain and rash with essure. The reporter commented: patient was not hospitalized. No death occurred. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2783 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 838570 production date: mar-2011 expiration date: mar-2014 based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (as per follow-up information, previously bloating), whereupon a bilateral salpingectomy was performed approximately 8 years after placement. Pelvic pain, serious due to medical importance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, there was no information as to the specific reason for the pelvic pain, but considering the positive temporal relationship and the event's nature, a causality of essure cannot be excluded (related). Additional events of general nature, per se non-serious, were also reported. This case was regarded as incident since device removal was required. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 838570) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian pain (prior to essure insertion). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), adnexa uteri pain ("right-sided ovarian pain"), rash ("skin rash"), arthralgia ("arthralgia"), myalgia ("muscle pain"), pain in extremity ("right leg pain") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, adnexa uteri pain, rash, arthralgia, myalgia, pain in extremity and migraine outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, arthralgia, migraine, myalgia, pain in extremity, pelvic pain and rash with essure. The reporter commented: patient was not hospitalized. No death occurred. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: reporter information was updated, essure lot number, and events "pelvic pain", "arthralgia" and "muscle pain" were provided. On 11-apr-2017: bilateral salpingectomy on (B)(6) 2017; right leg pain and migraine added as event. (B)(4). Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (as per follow-up information, previously bloating), whereupon a bilateral salpingectomy was performed approximately 8 years after placement. Pelvic pain, serious due to medical importance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, there was no information as to the specific reason for the pelvic pain, but considering the positive temporal relationship and the event's nature, a causality of essure cannot be excluded (related). Additional events of general nature, per se non-serious, were also reported. This case was regarded as incident since device removal was required. An updated product technical analysis is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("bloating") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian pain ( prior to essure insertion). In 2009, the patient started essure. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and clinically significant/intervention required), adnexa uteri pain ("right-sided ovarian pain") and rash ("skin rash"). Device removal is planned for (B)(6) 2017. Essure treatment was not changed. At the time of the report, the abdominal distension, adnexa uteri pain and rash outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain and rash with essure. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and she presented bloating (seen as abdominal distension). Device removal is schedule to (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, abdominal bloating may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. In addition, other non-serious events were reported. This case was regarded as incident since device removal will be required. The product technical analysis and further information has been sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and she presented bloating (seen as abdominal distension). Device removal is schedule to (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, abdominal bloating may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. In addition, other non-serious events were reported. This case was regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.